Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17053. It was reported a cerebrospinal fluid (csf) leak occurred when the physician accessed the epidural space in order to place a lead. The need was repositioned and procedure completed. Physician performed a blood patch and the patient was asymptomatic. Follow-up information indicated patient was stable post operatively.